Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred.. "Male pt had stop using plavix for over six months post pci, but under one year for a spinal injection. Do not know when thrombosis occurred, but thrombosed stent led to an mi. Es is less than 20%." Additional information regarding this event has been requested.

Manufacturer narrative:
The delivery device was discarded by the hosp and the stent remains implanted in the pt, therefore, no direct product analysis is available. The cause of the difficulties stated in the complaint could not be determined.